Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial biopsy, the navigus probe was introduced into the surgical field and the navigation system cycled views in the application software to the orthogonal views. It was reported that the views were not trajectory/guidance views. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. Logs indicate s8 version: 1.2.0-20 with a session starting: (B)(6) 2019 - 11:59:10 am, user registered patient on the next day (B)(4) 2019 at 08:19, and entered the navigation procedure on 8:26 am. User locked the passive biopsy needle on (B)(6) 09:04:50 am, which changed the views to orthogonal views, cycled views to the trajectory views, then unlocked the biopsy trajectory on 09:05:21 am. Immediately after unlocking the biopsy trajectory the navigus probe was tracked, and the system automatically cycled views to the orthogonal views. Depending on how the site configured their view presets, it's possible software is working as designed, but there is insufficient information to confirm this. If information is provided in the future, a supplemental report will be issued.